Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the cps sub-selector fractured while attempting to cut with the slitter. The slitter was reattached and the sub-selector broke again. The remaining portion of the catheter was removed manually. The physician noted the device felt brittle. The patient was in stable condition following the procedure.

Manufacturer narrative:
A complete cps was returned in three segments with its stop-cock for analysis. As received, visual examination found the hub slit at an obscure angle, white stress marks and the sheath of the cps was damaged in multiple locations were noted parallel to the slitting area which were all due to the slitting technique used during the procedure. The damages noted on all three segments are consistent with that occurring at the time of implant\explant.